Event description:
The pump was returned for investigation. Investigation revealed the display screen is dim and pink. This report is made based on results of investigation completed on 10/15/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/15/2013 with the following findings: evaluation revealed that the display lens was scratched and the display is dim and pink. Visual inspecting confirmed there are multiple cracks at the top of battery compartment and the pump case seal. The keypad was found to be worn. (B)(6).